Manufacturer narrative:
Additional devices involved in the event: (B)(4) - battery / catalog number 1650 / expiration date 02/29/2016. Returned 05/24/2016. Manufactured 02/03/2015. Not labeled for single use. (B)(4). Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed. Analysis of the devices revealed that the devices met specifications; the batteries passed visual examination and functional testing. There is no evidence that a device malfunction caused or contributed to the reported event. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that it was reported during the fsca update that two batteries are not working. The batteries were replaced. There was no impact on the patient as a result of the issues.